Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.